Event description:
It was reported that the device had an electrical reset and could not be reprogrammed bipolar. There was loss of telemetry. The physician was angry the device was not functioning properly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed revealing a diagnostics problem. There was "???" And "invalid data" on the programmer for last session data at the interrogation on (B)(6) 2011 20:00:54.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the device was noted to have experienced an electrical reset (por) prior to explant. Analysis of the device confirmed the reported failure mode as telemetry c was not functioning, while telemetry b was allowing normal communication with the device. During the analysis, it was determined the reason for the telemetry c failure was due to the telemetry c feature being disabled by the device firmware after a reset event. Performance data collected from the device was analyzed revealing a diagnostics problem. There was "???" And "invalid data" on the programmer for last session data at the interrogation on (B)(6) 2011 20:00:54. Device detected memory crc errors and showed corrupted patient trend and diagnostic data between (B)(6) 2010 and (B)(6) 2011 in save-to-disc file (B)(4). There was also a telemetry problem, where tel c telemetry was disabled after failing to initialize on (B)(6) 2011.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis of the device confirmed the reported failure mode as telemetry c was not functioning, while telemetry b was allowing normal communication with the device. During the analysis, it was determined the reason for the telemetry c failure was due to the telemetry c feature being disabled by the device firmware after a reset event. Telemetry c was enabled, and the device failed final functional telemetry c testing. Also multiple reset events associated with the test failure were noted to have occurred. After the reset events, the device functioned nominally. The communication between the device and the 2090 programmer worked successfully in every case. Additionally, no unexpected reset events occurred during the remained of the analysis. The device can was opened for hybrid evaluation and no anomalies were observed. The hybrid passed all of the available, integrated circuit interconnect, memory, and fault grade tests. The hybrid also passed all of the telemetry c evaluation testing for transmit and receive characteristic and also passed the final functional telemetry c testing. The analysis was stopped with the reported failure mode confirmed, but no repeatable anomalies observed during testing. If information is provided in the future, a supplemental report will be issued.